Event description:
T-wave oversensing and low r-waves were observed. As a result, inappropriate therapy was delivered. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field experience was confirmed. Analysis found abrasion/damaged to the outer and etfe insulation at 13.2 cm from the connector pin, consistent with that produced by friction with the ICD can. The condition of the insulations could could have caused sensing anomaly. Further analysis also noted stylet obstruction at the connector pin area due to an over-torque to the distal coil.